Manufacturer narrative:
(B)(4). Summary of investigational findings: three images of a tulip filter, prior to a second retrieval attempt, demonstrate a tulip filter with near straightening of the retrieval hook. One secondary filter leg appeared cranially displaced and likely fractured and given the cranial displacement, this portion likely became entangled in the retrieval device and was inadvertently distorted during the first retrieval attempt as reported. Also, venogram from second retrieval attempt demonstrated penetration by at least 2 primary filter legs, but since filter implant period is unknown and since no imaging from the filter placement was provided, the exact reason for the filter to perforate cannot be determined. Patient was asymptomatic and the filter was successfully retrieved and "fully accounted for." Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: "I took out a gunther yesterday that was fractured (thin wire) but I am certain the fracture was caused by the md trying to remove the filter at outside hospital where the filter was so embedded that the hook straightened and he gave up (I have the pre-removal attempt films and the filter is intact). I removed it yesterday and the wire is broken but fully accounted for." Patient outcome: unknown as information was not provided.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a gunther tulip filter. Since catalog number is unknown the 510(k) could be either k090140, k112119 or k121057. (B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: "I took out a gunther yesterday that was fractured (thin wire) but I am certain the fracture was caused by the m.d. Trying to remove the filter at outside hospital where the filter was so embedded that the hook straightened and he gave up (I have the pre-removal attempt films and the filter is intact). I removed it yesterday and the wire is broken but fully accounted for." Patient outcome: unknown as information was not provided.